Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulation is not working properly. No patient symptoms were reported.